Event description:
The customer reported the system locked up during use. No patient or user injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a cable. The system operates as intended. This report is one of 3431 records with the product code of izl being reported in retrospective summary report (B)(4). This report is one of 1761 records with a "lockup" malfunction being reported in retrospective summary report (B)(4). This report is one of 8037 being reported in retrospective summary report (B)(4). These records are being reported late as a result of a retrospective review of the quality system. The majority of these reports indicate patient involvement.